Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 6800 system irradiated field exceeded the visible field by greater than 4% of the sid. No patient injury was reported.